Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. D4. UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, our technician confirmed that the lcb distal cover glass broken, and the bending rubber leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the objective gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0974 (distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).